Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of 3000ml exactamix eva tpn bags leaked from the center port. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, three (3) companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak from the spike port cap on two (2) of the samples and no leak was observed on the third sample. The reported issue was verified on the two samples. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.